Event description:
The customer stated that the insulin pump had alarmed los sensor for three hours. The customer needed assistance with the sensor because she thought that she turned it off by accident. Through the sensor graph it was confirmed that the customer did turn off the sensor. Assistance was provided to turn on the sensor and to perform find lost sensor. The customer also inquired about calibration for which information was provided. The customer's blood glucose was 213 mg/dl which was treated with the insulin pump. The customer advised that she was not sure if the infusion set was inserted correctly and wasn't sure if she bolused correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.